Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the battery was dead and an over-discharge was alleged. A rep stated that the ins was dead for more than 2 years. The rep tried multiple prms and they weren't sure what else to do since the patient needed an MRI. No further complications were reported. Additional information was received from the rep. It was reported that multiple attempts were made to restart the over-discharge with no success. The over-discharge was not resolved.